Manufacturer narrative:
(B)94). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons stop working or stick. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that there was scratches on screen and the bottom of insulin pump burnt too much because of heat. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the insulin pump was not with them to check the time. The insulin pump will be returned for analysis.